Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint that the catheter was ballooning and fluid was leaking from the catheter is inconclusive due to the sample condition. The implicated and returned product was a section of broviac 4.2fr catheter. The catheter was incomplete. The proximal end of the catheter, including the luer adaptor, clamping sleeve, and a portion of the intermediate tubing, had been cut away and was not returned for investigation. The returned catheter segment contained the cuff. Blood residue was embedded in the cuff, which confirms that the product was used. The distal end of the catheter extended 6.6cm from the distal end of the cuff. A knot was observed in the catheter 2cm proximal to the cuff. A suture was tied around the catheter 1cm proximal to the cuff. An attempt was made to infuse fluid into the distal end of the catheter, but the knot occluded the lumen and no leaks were observed. The knot was removed from the catheter and additional testing showed that the lumen was patent to infusion, but no leaks or ballooning of the catheter tubing were observed when the catheter was pressurized with water. The ballooning and leak could be associated with the sections of the catheter that were not returned for investigation. Since the catheter was incomplete, the reported event is inconclusive. No further action is required because the complainant event could not be related to a deficiency in product manufacture or deficiency while under correct product use.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of huat2673 showed no other similar product complaint(s) from this lot number.

Event description:
The facility reported that a contrast study was done on (B)(6) 2016 that showed a ballooning of the catheter itself with possibly a small leak. It was stated that the catheter was removed and replaced due to the leaking. No patient harm reported. This addresses the first event reported with specific event details.